Manufacturer narrative:
Continuation of d10: product ID cd9000, serial# (B)(6); product type: multiple therapy product h3: analysis of the recharger (B)(6) found that leds scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger is unable to charge, and the battery indicator light was blinking in a wavy pattern. The power button was pressed and held to reset the recharger. It was found that the plug for the dock station was not fully inserted, causing a poor connection. It was initially confirmed that the recharger was charging without issues, however, the recharger lamp started blinking the next day and could not be charged. The issue was not resolved at the time of this report. The person in charge was notified and will reach out. No patient complications were reported as a result of this event. Additional information was received from the rep. The recharger was replaced and the issue resolved.